Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported on may 19th 2016 stating that they were charging too frequently. They used to charge the implantable neurostimulator (ins) for 2-2.5 hours once per week, but at the time of report was charging for 4 hours twice per week. No recent reprogramming had occurred, and there was no related fall or trauma. They had a computer tomography (CT) scan in (B)(6) for a cyst on their arm. They had an appointment with their healthcare provider (hcp) on (B)(6), and a company representative (rep) was going to be at the appointment. The patient thought the ins needed to be replaced. The patient had been hurting for the last month, noting that their back starts to hurt real bad. They had not increased their stimulation. Both the issues of their back hurting and charging more often occurred in (B)(6) 2016. The patient called back that day stating that they had seen their hcp on (B)(6) 2016, and they thought the battery was going low and might have to be replaced. The patient thought that they would increase stimulation because of their back hurting. They also noted that within the past month "it just feels different". They saw a doctor head on their screen the week before last, but did not recall the code. They were going to follow up with their hcp. The indication for use was failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.